Event description:
The customer reported that the ortho provue analyzer resulted a previously known sample containing anti-k as negative during testing. The customer tested the sample on an alternate provue instrument and obtained positive results. The customer had initially indicated that the reagent spinner was making a grinding noise and not functioning as expected. False negative test results can lead to transfusion of incompatible blood. The user detected the issue preventing erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site. The fe found that reagent red cells had spilled on the reagent spinners, preventing the spinners from mixing the reagents properly and most likely resulting in the false negative results obtained on the analyzer. The fe cleaned the spill to return the analyzer to expected operation. Instrument malfunction could not be identified. User error could not be ruled out as a contributing factor. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).